Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Add'l info was requested 04/20/2011 and 04/21/2011 by fax, mail and phone. Add'l info was rec'd 04/20/2011 and 04/21/2011 by phone. A completed questionnaire has not been rec'd. (B)(4).

Event description:
A consumer reported blurry vision following bilateral intraocular lens (iol) implant surgeries. He also reported intermittent eye redness and was treated with medications which relieved the symptoms. The consumer had an eye infection approx one month postoperatively. This was treated with a steroid injection into the back of the eye and the infection resolved. Add'l info was rec'd from the surgeons nurse, who reports that the surgeon does not blame the lens for the event. Add'l info has been requested. There are two medical device reports associated with these events; this report is for the right eye.